Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged and appeared to have perforated the heart. The lead was extracted and replaced after the helix failed to retract. The patient was hospitalized overnight as per protocol when a new lead is implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented that the lead was returned with the helix was fully retracted. Helix was able to be extended and retracted within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.